Manufacturer narrative:
Date rec¿d by MFR : 28mar2019. Information was received that the service engineer (se) inspected the device and found the ventilator had low tidal volume. The se set parameters and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator had a measurement issue. No patient harm was reported.